Manufacturer narrative:
The technician found the pt was in the full upright seated position causing pressure on the mattress and pressing blankets into the side rail making it difficult to latch. The blankets were moved by the technician to resolve the issue.

Event description:
The account alleged the side rail was difficult to latch. No pt impact.